Event description:
It was reported that telemetry could not be established when interrogating the pulse generator. A surface EKG showed intermittent pacing. It was found that the magnet was accidently left in the programming wand. Upon removal of the magnet, the pulse generator was successfully interrogated and appropriate pacing was observed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.